Event description:
Tech noticed screw out of trial liner and can't find the locking clip. Xrays were taken, but nothing was visible. Surgeon brought pt out of recovery and opened, but was not able to find anything. Unk if a trial piece remains in pt.

Manufacturer narrative:
During primary surgery the trial liner met resistance with cup implant. After implanting liner, it was noted the locking clip was missing from the trial. It is unk if trial clip component remains in the pt. Date of event: 2008. Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the products or add'l info that changes this conclusion be received, the investigation will be re-opened.